Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was injured and damaged. The device was removed in 2000. The device was not returned for eval.

Event description:
The patient reported the right anchor dislodged and was removed on 10/99. The left anchor was removed in 06/2001. The patient reported expereincing chronic infection, voiding problems, pain, discharge, odor, hematuria, rashes, dyspareunia. Pt had a hysterectomy on 01/21/02, and a procedure to remove infection on 03/18/02. The sling remains in the patient. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of fixation and/or pullout of bone anchor...infection..."